Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received critical pump error alarm. The customer's blood glucose was 150 mg/dl. Troubleshooting was performed and customer reports they received the open book image on the pump screen. The customer also stated received red circle with exclamation mark before the open book image displayed on the screen. The customer also stated was not able to clear the alarm. The insulin pump will be returned for analysis.